Event description:
Reportedly, during the replacement, the unipolar lead (model ut46d) was recognized as a bipolar one by the newly implanted pacemaker (reply d).

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.